Event description:
It was reported that 21 syringe 10ml ll tip bulk convenience pak experienced scale marking issues. The following information was provided by the initial reporter: material no: 309605 batch no: 9003632. It was reported that only 19 syringes from 21 trays were received. It was also reported that syringes are "slick" and scale markings are sometimes hard to read. Shortage: 21 syringes (21 trays contained 19 syringes). When putting label on the label does not stick to syringe. Customer also stated that the marks on the syringes are sometimes zig-zagged and are hard to read.

Manufacturer narrative:
Investigation: one sealed 10ml convenience tray was received, confirmed to be from batch #9003632 (p/n 309605). The tray was opened and the syringes inside visually evaluated. There were 20 syringes present as per design. All syringes had correct graduation markings present. The syringes were not found to be subjectively slippery. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. No labels were received to perform any testing with on the returned samples as well as in house samples for comparison. The reported defect was not identified in the samples received.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 21 syringe 10ml ll tip bulk convenience pak experienced scale marking issues. The following information was provided by the initial reporter: material no: 309605, batch no: 9003632. It was reported that only 19 syringes from 21 trays were received. It was also reported that syringes are "slick" and scale markings are sometimes hard to read. Shortage: 21 syringes (21 trays contained 19 syringes). When putting label on the label does not stick to syringe. Customer also stated that the marks on the syringes are sometimes zig-zagged and are hard to read.